Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery is planned to remove and replace the device.

Manufacturer narrative:
The devices are not available for return for investigation. The reported event can be confirmed as the surgeon confirmed the patient had an infection. The surgeon did not report any device failure, malfunction, or other performance issues.

Event description:
It was reported that a revision surgery is planned to remove and replace the device.